Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 500 mg/dl with moderate urinary ketones, extreme drowsiness and nausea. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged that on (B)(6) 2017, the pump lost power and the patient did not receive insulin from the pump resulting in the patient¿s hyperglycemic event. The reporter denied damage to the pump or the battery cap and confirmed that the yellow o-ring on the battery cap was not visible when secured to the pump. The reporter stated that there was moisture inside the battery compartment this complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a loss of power to the pump issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-dec-2017 with the following findings: a review of the black box showed power on reset events. The battery compartment was cracked above and below the bumper pad. Corrosion was found in the battery compartment. No damage was found to the returned battery cap. The pump successfully powered on the pump, and completed 24 hour testing. No power on resets were duplicated. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing, and was delivering accurately and within range. A leak was found in the battery compartment. The pump cover was removed to find no further moisture on the printed circuit board or internal components. No damage to the power circuit was found.